Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro was plugged in and the jaws immediately burned and were destroyed. Also the connection cable was destroyed. Procedure was converted to open vein harvesting. Maquet cardiovascular anticipates the return of the product in question. Refer to MFR report # 2242352-2012-00097 and 00098.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) related to the described issue. (B)(4). Items marked "ni" are unknown to us at this time.